Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: g3, h2, h5, h6 and h11 reported event was unable to be confirmed due to limited information received from the customer and product was not returned. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had left jaw replaced with tmj. After 3 years of physical therapy, botox injections, pain block shots, and steroid shots in jaw joint, patient states they are no better; worse than before the surgery. Surgeon told the patient that their symptoms were chronic and there was nothing more the surgeon could do. The patient then went to another clinic for a second opinion last fall, where they have been administering injections every three months and indicates that if the patient doesn't improve, they would recommend removal. Symptoms include burning, rawness (won't heal) and pain. Patient states that it feels more like bone on bone now vs before the surgery. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had left side tmj procedure. After 3 years of physical therapy, botox injections, pain block shots, and steroid shots in jaw joint, patient condition has not improved and seems worse than before the surgery.

Event description:
It was further reported, the patient alleges the continued sensation of rawness, burning and pain. The patient further alleges that they are currently receiving injections every three months and if no improvements are encountered, the surgeon will most likely recommend removal. However, the patient has stated they do not want to undergo any additional procedures due to the patient's age.

Event description:
It was reported a patient had an initial left temporomandibular joint arthroplasty approximately 3 years ago. Subsequently, the patient is experiencing pain and rawness and has been receiving injections every three months. Surgeon indicated that if the injections were not providing relief, they would recommend removal. The patient does not want go through the procedure and at this time, all implants remain in place. Attempts have been made and no further event information is available at the time of this report.